Event description:
The customer states that while attempting to change the vent needle on the cell-dyn 4000 analyzer, the tech was stuck in the index finger by the vent needle as it was released and moved to the down position. The employee stated that she was distracted and when the retaining lever was released the vent needle (which is spring loaded) dropped with force and punctured her finger. The employee was wearing personal protective equipment at the time of the injury. The employee obtained medical assistance for her injury, and was placed on a prophylatic treatment with medication (believed to be an antiviral but the name of medication not verified at this point). The supervisor states that the employee had replaced the vent needle several times before without incident and realizes that the injury was accidental.